Manufacturer narrative:
Based on the additional information received, there is no change to initial determination, no conclusions can be made. About 6 years 8 months post implant of perfix plug, patient was diagnosed with nerve damage, adhesions, pain and migration. The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009: patient had bilateral inguinal hernia, thereby underwent repair with the implant of two perfix plug. (B)(6) 2015: patient had exploration of groin and lysis of adhesion. Attorney alleges that the patient had adhesion, mesh migration, mesh was not able to be removed, pain and suffering. It is also alleged that the patient suffered from chronic pain has limited his mobility in his employment as a mechanic as well as in his activities of daily life. Plaintiff believes that he may have nerve damage due to the mesh and is in a pain management program attempting to relive his pain.